Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #6000037-2006-00095 for a description of the other device. It was reported to boston scientific corporation that a standard leveen electrode was used during a tumor ablation procedure performed in 2006 (female patient; age and weight are unknown). According to the complainant, the patient received a second degree burn on her thigh during the procedure. They finished the procedure with the same item. Patient is fine and was discharged from the hospital.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.